Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on compact plus meter, within 10 minutes: lo (<10 mg/dl) and 102 mg/dl, and on the next day she tested with readings within 10 minutes of lo (<10 mg/dl) and 127 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.